Event description:
Hcp reported the device was replaced due to battery depletion. The pump was recalled due to catheter access port detached.

Manufacturer narrative:
Final device analysis results reveal no anomaly found - normal device function.